Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. Eval reproduced the reported symptom of "sys error 322", while loading a set due to a failing lower auxiliary. Lower auxiliary was replaced. Sys error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed sys error 322. It was also reported there was no pt involvement.